Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the second inflation with a pressure of 9atm. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.